Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre sensor, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the high/low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer reported having contact with a healthcare professional who provided unspecified medication for diagnosis of hypoglycemia. The customer reported stay in hospital overnight. No further information was reported. There was no report of death or permanent injury associated with this event.